Event description:
Device was returned to MFR for svc with a report of no alarm and no lights on the screen. During svc it was found that the downstream occlusion alarm was not functioning. The biomed engineer at the facility was contacted and was not able to identify where the initial problem was discovered or whether or not it was in use on a pt at the time. The facility's biomed engineer did confirm that there were no reports of any pt injuries or medical intervention involving this device. The facility was not able to identify any additional contacts that may have more info regarding this situation.